Manufacturer narrative:
The device was manufactured prior to the UDI being required. Device received but not yet evaluated.

Event description:
It is reported that the provisional broke while being set.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The returned tasp exhibits signs of repeated use and the post feature has fractured off. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Per the instrument/provisional use and care package insert, instruments should carefully be inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that breakage can occur if the instruments are subjected to high loads or impactions. The root cause cannot be determined using the provided information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the provisional broke while being set. No adverse event was reported as a result of this malfunction, and no further information has been provided.